Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the squirting insulin when priming and numbers not showing on the screen right away when priming. The customer¿s blood glucose was unknown at the time of incident. The customer also report that the motor louder to rewind and sometimes gets the unexplained no insulin delivery alarms and also state that batteries going quicker. The insulin pump will not be returned for analysis.